Event description:
During a tonsillectomy and adenoidectomy procedure, the pt was reported to have sustained lesions to the pt's tongue and lateral sides of the pt's tonsils that came in contact with saline, which reportedly was shooting out of the wand during the procedure. The lesions did not require treatment and the procedure was successfully completed with bipolar forceps.

Manufacturer narrative:
A final report will be submitted after the investigation has been completed.